Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: a product investigation was conducted. Visual inspection: the small hexagonal screwdriver with holding sleeve (part: 314.02, lot: unk) was received at us cq. Upon visual inspection, it was observed that a piece of the handle of the complaint device had broken off. Cracks were observed on the complaint device handle. Scratches were observed on the metal shaft of the device. Additionally, the complaint device was missing the holding sleeve component. No damage or defect was noted to the remaining features or components of the returned device. The image(s) provided were reviewed. Dimensional inspection: no dimensional inspection could be performed due to post manufacturing damage and device geometry. Additionally, there was no indication that the given dimensions would have contributed to the complaint condition. Document/specification review: relevant drawings were reviewed. No design issues or discrepancies were identified. Investigation conclusion: this complaint was confirmed as the handle of complaint device had a piece broken off and the device was missing the holding sleeve component. Additionally, cracks were observed on the handle and scratches were observed on the metal shaft of the device. Potential root cause could have been due to unintended forces applied to the device or disassembly of device for sterilization. No root cause could definitively be determined for the reported complaint condition. No new, unique or different patient harms were identified as a result of this evaluation. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: the device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(6). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, during a general inspection of equipment it was discovered that the small hexagonal screwdriver with holding sleeve has broken handle. There was no known patient involvement reported. This report is for one (1) small hexagonal screwdriver with holding sleeve this is report 1 of 1 for complaint (B)(4).